Event description:
Customer reported that the voice tone has static. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - voice message, static, unlabeled. Results - eval of the returned product found the nurse call light turns off intermittently when the nurse call cable is wiggled. The nurse call cable fits securely in the receptacle. The voice message sounds like static. Tone sounds normally. There is no physical damage observed to the alarm unit. Note: the instructions for use has a warning statement: always check to ensure staff can hear alarm at the further possible distance before leaving pt unattended. When connecting the alarm to the nurse call system, check that the nurse call cable is securely connected to the alarm and the nurse call panel. Always test alarm and nurse call function if nurse call cable is plugged into the alarm into the alarm and wall jack. Activate the alarm (remove pressure from sensor, unfasten chair belt sensor, or activate pir sensor) and make sure the nurse call light for the proper bed and noon activate in the appropriate nurse's station location. Remove the cable from the wall jack and make sure the visual or audible alert at the nurse's station immediately activates. (B)(4).